Manufacturer narrative:
Additional information was received that the patient's discomfort at the pocket site was caused by ipg migration due to the patient being overweight.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02 serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg and pocket discomfort. The patient underwent an explant and re-implant procedure wherein the old batteries were replaced with a new one. The patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was experiencing difficulty charging of the ipg and pocket discomfort. The patient underwent an explant and re-implant procedure wherein the old batteries were replaced with a new one. The patient was reportedly doing well after the procedure.